Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a loss of consciousness, numbness in extremities, a concussion, and a fall resulting in a c5/c6 spinal fracture. Reportedly, the customer believed the control-iq algorithm increased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate; however, this could not be confirmed as no information was provided regarding continuous glucose monitor (cgm) readings, and meter bg readings. Additionally, customer could not confirm blood glucose (bg) level at the time of the event; however, customer indicated they possibly experienced a low bg (value not provided) as customer has hypoglycemic unawareness. Reportedly, customer awoke without intervention and went to the ER for evaluation. No treatment was provided at the ER. Reportedly, customer left the ER 4-5 hours later with the issue resolved. No additional information was provided.